Event description:
A voluntary MDR/medwatch report was received on 04/17/2025. It was reported via maude by an anonymous parent that the unidentified child experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On approximately (B)(6) 2025, the patient experienced a life-threatening event when the estimated glucose value (egv) was around 220 mg/dl for hours. The patient uses a tandem t: slim in modified closed loop, which augmented insulin delivery due to the high bias inaccuracy. As a result, the patient experienced presyncope. Upon checking, the blood glucose (bg) was found to be 40 mg/dl. The reversal method for hypoglycemic shock was not provided. It was noted that the cgm can be off by 200 points within the first 12 hours. The parent noted that because the event occurred at nighttime, it could have been life-threatening had the patient not experienced hypoglycemia symptoms to alert them to the problem. The parent also mentioned experiencing low bias inaccuracies with the cgm but did not report any serious injury or medical intervention as a result. There was no documentation of further medical evaluation or intervention. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 200 points. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5168564. Diabetes mellitus is a known cause of hypoglycemia.